Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a lack of efficacy and pain at the ins site. No known cause led or contributed to the issue. Patient had multiple programming visits, and the device was removed. No further complications were reported.